Manufacturer narrative:
This is a retrospective report after the acquisition of biotech international. Evaluation was performed by biotech international = tests have been performed in house with a drill from the same lot. The product is functional. We have obtained a breakage of the drill bit after twelve intensive applications, which does not call into question the product and the lot concerned.

Event description:
Distal end of the drill bit broke during a toe procedure. The broken piece could not be removed from the patient.